Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through clinical data review. The patient was reported to have the presence of neurological deterioration at 24 hours +/- 8 hours post procedure. Core lab assessment of the procedure angiogram indicate presence of distal emboli. The patient was reported to have been treated with a solitaire in the basilar area. After 2 passes the tici was reported to be 2b. Post procedure imaging found tiny zones infarct in the thalami bilaterally, the occipital lobe, the left uncus, and left cerebellar region. Neurological decline was reported to have occurred 2 days post treatment procedure. The neuro decline was reported to have been due to the study disease. The patient was found to have a blood clot at the basilar artery, distal and basilar tip. There was reperfusion of the basilar artery following 2 device passes. The issue was resolved without sequelae or residual deficit. Baseline nihss was 24. Post intervention the nihss was 42. Seven (7) day nihss was reported to be 2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.